Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high out of range pace impedance measurements. The pacemaker was also explanted as the device had one year remaining until elective replacement indicator (eri) would be reached thus the device was explanted to avoid another procedure. The device will be returned for analysis. The patient was pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that the device will not be returned for analysis.